Manufacturer narrative:
(B)(4) a visual, dimensional, and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record review was conducted and no quality issues were found that may have contributed to the complaint. All process parameters were within specification. All in-process qa inspections were acceptable. No sample available from the customer to investigate. Complaint not confirmed. Root cause unknown. Teleflex will continue to monitor feedback from the customers on issues related to incomplete bottle puncture on water bottle products.

Event description:
The customer alleges that the spike on the column flow tube did not puncture the port. The plastic on the port of the bottle stretched and created a sock like cover around the pin. As a result there was no water flow. No patient injury reported.

Manufacturer narrative:
(B)(4) one concha water bottle was received from the customer. The bottom port showed an incomplete puncture. Based on the visual exam, the complaint was confirmed. A non-conformance was opened to address this issue.

Event description:
The customer alleges that the spike on the column flow tube did not puncture the port. The plastic on the port of the bottle stretched and created a sock like cover around the pin. As a result there was no water flow. No patient injury reported.